Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("increased menstrual flow") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (dilatation and curettage, ablation) and surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, abdominal pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and menorrhagia to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("increased menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 29-year-old female patient who had essure (batch no. B24485-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient was african american. Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, anxiety, diabetes since 2007, sciatica since 2007, allergy since 2007 and asthma since 2007. Concomitant products included cetirizine hydrochloride (zyrtec) since 2016, ferrous sulfate (ferrous sulphate), metformin, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6)2007, the patient had essure inserted. In 2009, the patient experienced weight decreased ("weight loss"). On (B)(6)2016, 8 years 6 months after insertion of essure, the patient experienced polymenorrhoea ("polymenorrhea"). On (B)(6)2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6)2017, the patient experienced anaemia ("anemia"). In (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and nausea ("nausea"). On (B)(6)2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. On (B)(6)2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal), surgery (dilatation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, uterine haemorrhage, genital haemorrhage, abdominal pain lower, dysmenorrhoea, urinary tract infection, anaemia, gastrooesophageal reflux disease, nausea, weight decreased, polymenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion (B)(6)2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 20-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("increased menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and pelvic pain ("bilateral pelvic pain") in a 29-year-old female patient who had essure (batch no. B24485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, anxiety, diabetes since 2007, sciatica since 2007, allergy since 2007 and asthma since 2007. Concomitant products included cetirizine hydrochloride (zyrtec) since 2016, ferrous sulfate (ferrous sulphate), metformin, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced weight decreased ("weight loss"). On (B)(6) 2016, 8 years 6 months after insertion of essure, the patient experienced polymenorrhoea ("polymenorrhea"). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and nausea ("nausea"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (dilatation and curretage, ablation), surgery (abaltion) and surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, uterine haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, urinary tract infection, anaemia, gastrooesophageal reflux disease, nausea, weight decreased and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporter added. This case is now medically confirmed. Patient birth date and essure lot number were provided . The following adverse events were added: abnormal uterine bleeding , urinary frequency, bladder / urinary problems, urinary urgency with feeling of fullness, anemia, gerd, urinary tract infection, pelvic pain, nausea, weight decrease, polymenorrhea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), abdominal pain ('abdominal pain'), menorrhagia ('increased menstrual flow'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding(general)') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery and pregnant. The patient was african american. (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety and overweight. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6)2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, genital haemorrhage, abdominal pain lower, urinary tract infection, anaemia, gastrooesophageal reflux disease, weight decreased, polymenorrhoea and alopecia outcome was unknown and the abdominal pain, dysmenorrhoea, nausea, vaginal haemorrhage, cystitis, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of removal previously reported (B)(6)2017 now stated as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Date of removal were updated. Event : bladder infection, vaginal discharge, fatigue, hair loss were added. Event verbatim were updated as severe menstrual cramps/dysmenorrhoea (cramping). Outcome of the event abdominal pain, dysmenorrhoea (cramping), vaginal bleeding, bladder infection, nausea were updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), menorrhagia ('increased menstrual flow'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)/ severe bleeding') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery and pregnant. The patient was african american. (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety and overweight. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laparoscopy and dilatation and curettage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, genital haemorrhage, abdominal pain lower, urinary tract infection, anaemia, gastrooesophageal reflux disease, weight decreased, polymenorrhoea and alopecia outcome was unknown and the abdominal pain, dysmenorrhoea, nausea, vaginal haemorrhage, cystitis, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of removal previously reported (B)(6) 2017 now stated as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 3-jul-2019: all source documents, events and reference information was transferred from the deletion case (B)(4). Legacy device report number was 2951250-2018-05324 (transferred from deletion case (B)(4). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), menorrhagia ('increased menstrual flow / menorrhagia (heavy menstrual bleeding)'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)/ severe bleeding') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, pregnant, obesity, backache, epigastric pain, motor vehicle accident, disorder sleep, seizure, dizziness, vaginal delivery ((2002, 2006)), bronchitis, nasal congestion, environmental allergy, breast tenderness, d & c, uterine bleeding, gas and leukocytosis. The patient was african american. (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety, overweight, allergic reaction to analgesics, penicillin allergy, vomiting blood, viral upper respiratory tract infection, chest pain, metrorrhagia, hypercholesterolemia, hyperglycemia, uterus enlarged, tobacco user, diarrhea, vomiting, gastroenteritis, dehydration, sore throat, productive cough, cough, arthrosis nos, anemia, diverticulum intestinal, hypertension, cardiac murmur, pyelonephritis, flank pain, urogenital trichomoniasis, impaired fasting glucose, hepatitis, burning sensation, pruritus, rash, leg pain, urolithiasis, sciatica, tremor, neck pain, short of breath, emesis, lightheadedness and blurry vision. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, metronidazole, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("back pain") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, urinary tract infection, anaemia, gastrooesophageal reflux disease, weight decreased, polymenorrhoea, alopecia, back pain and pelvic inflammatory disease outcome was unknown and the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, nausea, vaginal haemorrhage, cystitis, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007. Date of removal previously reported (B)(6) 2017, (B)(6) 2018 now stated as (B)(6) 2018. Discrepancy noted : previously noted that " total bilateral occlusion of essure device" and now plaintiff claiming " did not undergone essure confirmation test". Discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated (B)(6) 2006. Presented to the emergency department with transfer from outside hospital due to concern for endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: mild nonspecific small bowel wall thickening which is predominantly in the left mid and lower quadrant, the finding is nonspecific but could be related to an infectious or inflammatory enteritis. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: linear areas of echogenicity are seen within the region of bilateral fallopian tubes extending into uterine cornua, likely related to previous tubal occlusion procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 18-nov-2019: medical record received - new event pelvic inflammatory disease were added. New reporter, patient race, medical history, lab data and concomitant medication were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("increased menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 29-year-old female patient who had essure (batch no. B24485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient was african american. Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, anxiety, diabetes since 2007, sciatica since 2007, allergy since 2007 and asthma since 2007. Concomitant products included cetirizine hydrochloride (zyrtec) since 2016, ferrous sulfate (ferrous sulphate), metformin, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced weight decreased ("weight loss"). On (B)(6) 2016, 8 years 6 months after insertion of essure, the patient experienced polymenorrhoea ("polymenorrhea"). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In may 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and nausea ("nausea"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal), surgery (dilatation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, uterine haemorrhage, genital haemorrhage, abdominal pain lower, dysmenorrhoea, urinary tract infection, anaemia, gastrooesophageal reflux disease, nausea, weight decreased, polymenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events onset date updated. Event ¿abnormal bleeding (general)¿ and vaginal bleeding added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('increased menstrual flow / menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('abnormal uterine bleeding') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, pregnant, obesity, backache, epigastric pain, motor vehicle accident, disorder sleep, seizure, dizziness, vaginal delivery ((2002, 2006)), bronchitis, nasal congestion, environmental allergy, breast tenderness, d & c, uterine bleeding, gas and leukocytosis. The patient was african american. (B)(6) 2008¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety, overweight, allergic reaction to analgesics, penicillin allergy, vomiting blood, viral upper respiratory tract infection, chest pain, metrorrhagia, hypercholesterolemia, hyperglycemia, uterus enlarged, tobacco user, diarrhea, vomiting, gastroenteritis, dehydration, sore throat, productive cough, cough, facet joint syndrome, anemia, diverticulum intestinal, hypertension, cardiac murmur, pyelonephritis, flank pain, urogenital trichomoniasis, impaired fasting glucose, hepatitis, burning sensation, pruritus, rash, leg pain, urolithiasis, sciatica, tremor, neck pain, short of breath, emesis, lightheadedness and blurry vision. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, metronidazole, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("bladder infection"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("back pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In april 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ severe bleeding"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine haemorrhage, abdominal pain lower, polymenorrhoea, anaemia and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, genital haemorrhage, nausea, vaginal discharge and fatigue had resolved and the back pain, urinary tract infection, weight decreased, cystitis and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007, (B)(6) 2006 date of removal previously reported (B)(6) 2017, (B)(6) 2018 now stated as (B)(6) 2018. Discrepancy noted : previously noted that " total bilateral occlusion of essure device" and now plaintiff claiming " did not undergone essure confirmation test". Discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated (B)(6) 2006. Presented to the emergency department with transfer from outside hospital due to concern for endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: mild nonspecific small bowel wall thickening which is predominantly in the left mid and lower quadrant, the finding is nonspecific but could be related to an infectious or inflammatory enteritis. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: linear areas of echogenicity are seen within the region of bilateral fallopian tubes extending into uterine cornua, likely related to previous tubal occlusion procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet received: outcome of events alopecia, urinary tract infections, back pain, weight loss were updated as recovering/resolving. Severity of event back pain was updated as severe. Onset dates of events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('increased menstrual flow / menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('abnormal uterine bleeding') in a 29-year-old female patient who had essure (batch no. B24485-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, pregnant, obesity, backache, epigastric pain, motor vehicle accident, disorder sleep, seizure, dizziness, vaginal delivery ((2002, 2006)), bronchitis, nasal congestion, environmental allergy, breast tenderness, d & c, uterine bleeding, gas and leukocytosis. The patient was african american. (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety, overweight, allergic reaction to analgesics, penicillin allergy, vomiting blood, viral upper respiratory tract infection, chest pain, metrorrhagia, hypercholesterolemia, hyperglycemia, uterus enlarged, tobacco user, diarrhea, vomiting, gastroenteritis, dehydration, sore throat, productive cough, cough, facet joint syndrome, anemia, diverticulum intestinal, hypertension, cardiac murmur, pyelonephritis, flank pain, urogenital trichomoniasis, impaired fasting glucose, hepatitis, burning sensation, pruritus, rash, leg pain, urolithiasis, sciatica, tremor, neck pain, short of breath, emesis, lightheadedness and blurry vision. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, metronidazole, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("bladder infection"). In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("back pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In april 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ severe bleeding"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine haemorrhage, abdominal pain lower, polymenorrhoea, anaemia and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, genital haemorrhage, nausea, cystitis, vaginal discharge and fatigue had resolved and the back pain, urinary tract infection, weight decreased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007, (B)(6) 2006 date of removal previously reported (B)(6) 2017, (B)(6) 2018 now stated as (B)(6) 2018. Discrepancy noted : previously noted that " total bilateral occlusion of essure device" and now plaintiff claiming " did not undergone essure confirmation test". Discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated (B)(6) 2006. Presented to the emergency department with transfer from outside hospital due to concern for endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: mild nonspecific small bowel wall thickening which is predominantly in the left mid and lower quadrant, the finding is nonspecific but could be related to an infectious or inflammatory enteritis. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: linear areas of echogenicity are seen within the region of bilateral fallopian tubes extending into uterine cornua, likely related to previous tubal occlusion procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic inflammatory disease lot number (b24485 ) is not valid. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 13-mar-2020: update of information (batch is not valid). On 19-mar-2020: extension of expected date of next report¿. On 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), menorrhagia ('increased menstrual flow'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)/ severe bleeding') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery and pregnant. The patient was african american. On (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety and overweight. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, genital haemorrhage, abdominal pain lower, urinary tract infection, anaemia, gastrooesophageal reflux disease, weight decreased, polymenorrhoea, alopecia and back pain outcome was unknown and the abdominal pain, dysmenorrhoea, nausea, vaginal haemorrhage, cystitis, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of removal previously reported (B)(6) 2017 now stated as (B)(6) 2018. Discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007 & date of removal previously reported (B)(6) 2018 now stated as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new event "back pain", reporter was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), menorrhagia ('increased menstrual flow / menorrhagia (heavy menstrual bleeding)'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)/ severe bleeding') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery and pregnant. The patient was african american. (B)(6) 2008 hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety and overweight. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. On (B)(6) 2006, the patient had essure inserted. In october 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In october 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In february 2009, the patient was found to have weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("bladder infection"). In january 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In april 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In april 2017, the patient experienced nausea ("nausea"). In may 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, urinary tract infection, anaemia, gastrooesophageal reflux disease, weight decreased, polymenorrhoea, alopecia and back pain outcome was unknown and the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, nausea, vaginal haemorrhage, cystitis, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007. Date of removal previously reported (B)(6) 2017, (B)(6) 2018 now stated as (B)(6) 2018. Discrepancy noted : previously noted that " total bilateral occlusion of essure device" and now plaintiff claiming " did not undergone essure confirmation test". Discrepancy noted : date of insertion previously reported 29-oct-2007 now stated 29sep2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event : bleeding was recovered resolved.fu (16), fu (17) & fu (18) process together. On 20-sep-2019: fu (16), fu (17) & fu (18) process together. Pfs. Received. No new clinical information added. On 27-sep-2019: fu (16), fu (17) & fu (18) process together. Pfs. Received. No new clinical information added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain/pelvic pain'), abdominal pain ('abdominal pain/ severe abdominal pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('increased menstrual flow / menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('abnormal uterine bleeding') in a 29-year-old female patient who had essure (batch no. B24485-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, pregnant, obesity, backache, epigastric pain, motor vehicle accident, disorder sleep, seizure, dizziness, vaginal delivery ((2002, 2006)), bronchitis, nasal congestion, environmental allergy, breast tenderness, d & c, uterine bleeding, gas and leukocytosis. The patient was african american. (B)(6) 2008 ¿ hysterosalpingogram - post obstruction of the tubes. No evidence of filling of the tube. Normal uterine shape (per mr). Previously administered products included for birth control: yaz from 2002 to 2006. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included polycystic ovarian syndrome since 2007, diabetes since 2007, sciatica since 2007, allergy since 2007, asthma since 2007, anxiety, overweight, allergic reaction to analgesics, penicillin allergy, vomiting blood, viral upper respiratory tract infection, chest pain, metrorrhagia, hypercholesterolemia, hyperglycemia, uterus enlarged, tobacco user, diarrhea, vomiting, gastroenteritis, dehydration, sore throat, productive cough, cough, facet joint syndrome, anemia, diverticulum intestinal, hypertension, cardiac murmur, pyelonephritis, flank pain, urogenital trichomoniasis, impaired fasting glucose, hepatitis, burning sensation, pruritus, rash, leg pain, urolithiasis, sciatica, tremor, neck pain, short of breath, emesis, lightheadedness and blurry vision. Concomitant products included cetirizine hydrochloride since 2016, drospirenone;ethinylestradiol (yasmin) from 1997 to 2007, ferrous sulfate (ferrous sulphate), metformin since 2002, metronidazole, omeprazole (prilosec), paracetamol (acetaminophen) and salbutamol (albuterol) since 2016. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("bladder infection"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced back pain ("back pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). In (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ severe bleeding"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with bladder disorder, pollakiuria and micturition urgency. In 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (ablation, bilateral salpingectomy with removal of essure via operative laproscopy and dilatation and curretage, ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine haemorrhage, abdominal pain lower, polymenorrhoea, anaemia and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, genital haemorrhage, nausea, cystitis, vaginal discharge and fatigue had resolved and the back pain, urinary tract infection, weight decreased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated as (B)(6) 2007, (B)(6) 2006. Date of removal previously reported (B)(6) 2017, (B)(6) 2018 now stated as (B)(6) 2018. Discrepancy noted : previously noted that " total bilateral occlusion of essure device" and now plaintiff claiming " did not undergone essure confirmation test". Discrepancy noted : date of insertion previously reported (B)(6) 2007 now stated (B)(6) 2006. Presented to the emergency department with transfer from outside hospital due to concern for endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: mild nonspecific small bowel wall thickening which is predominantly in the left mid and lower quadrant, the finding is nonspecific but could be related to an infectious or inflammatory enteritis. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: linear areas of echogenicity are seen within the region of bilateral fallopian tubes extending into uterine cornua, likely related to previous tubal occlusion procedure.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome updated for cystitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.